Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant. It was reported that the patient reported no communication with the programmer and they were not feeling stimulation in their legs. There were no applicable environmental/external factors. Troubleshooting included changing the batteries in the patient programmer which resulted in the poor communication screen now occurring. The patient did not have the antenna over the battery and forgot that they had to do that. It worked fine once they had the antenna over the top. The stimulation as at 4.5 and they did not feel it. The manufacturer representative had the patient increase stimulation until they were comfortable at 6.3v. The patient felt it in their hips and stated that it was okay. The patient stated that they did not want to feel it in their legs at this time. Currently the patient was happy and the issue was resolved. The patient was going to call the manufacturer representative if there were any changes. There were no surgical interventions planned or performed. The patient was alive with no injury. Additional information from the manufacturer representative on (B)(6) 2017 reported that the patient stopped feeling stimulation over the weekend. The cause was determined to be that the amplitude needed to be increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.